Event description:
It was reported that the caller experienced intermittent occlusion alarms over the past month. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed the normal range. To resolve these issues, the customer changed the infusion set and cartridge and resumed insulin delivery.